Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), the gui touchframe, and touchframe cable assembly, which resolved the issue.

Event description:
It was reported that a ventilator's touchframe became unresponsive. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The returned components were visually inspected, and no anomalies were found. Functionality tests were performed by attach it to a test ventilator, all tests were performed, as detailed in the ventilator service manual. All tests and calibrations were run successfully without any errors or alarms being generated. The unit was set into normal ventilation mode, for a minimum of 24 hours, upon which no alarms or errors were noted. On review of the ventilator diagnostic logs no errors were observed. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.